Event description:
It was reported that a minimum fill notification occurred after the user over-filled the cartridge with more than 300 units of insulin during the load sequence. Technical support informed the customer that overfilling the cartridge is off label per the tandem user guide. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.